Event description:
The report from the affiliate indicated that during an academic conference, the following information was presented: aproximately six (6) months after the index procedure coronary angiography done during the follow up period revealed stent fracture restenosis of the previously implanted cypher stent. The restenotic lesion was reported to be a 90% stenosis. The restenosis/ stent fracture was treated by implantation of a bare-metal-stent (bms) and an additional cypher stent (size unk) inside the previously implanted stent. Antiplatelet therapy was conducted (unk).

Manufacturer narrative:
The target lesion for the index procedure was the right coronary artery (rca). The lesion was reported to be: calcified, bent, a 90% stenosis proximally and a 75% stenosis in the mid portion. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and tesing. Additional information will be submitted within 30 days upon receipt.